Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg is nearing its end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional information indicates the ipg meets its expected longevity based on programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Additional information indicates the ipg meets its expected longevity based on programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable.